Manufacturer narrative:
(B)(4).the device involved in the incident was unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
Baxter received a report from a patient during follow up and the patient reported that with their old spike bags their children stepped on the lines while the patient was doing therapy the lines would disconnect. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This reported problem was changed from connection issue to leak. The hp stated that since none of the supplies had touched anything to become contaminated, they reconnected everything. When this happened, some fluid did leak out. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for connection issue was not confirmed and the cause was not identified. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter will continue to monitor similar reports to determine if further actions are required.